Event description:
Information was received indicating that during a continuous overnight feed, the pump exhibited one "continuous loud, high-pitched beep." Per reporter medication was stopped. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: event history log showed primary audible alarm background (bgnd) test in the history.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper labels, top case isn't fully screwed down to bottom case, open gap in between, chipped top case corners, bottom case screw post broken, cracked right plunger case. The customer stated problem was not duplicated. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.